Manufacturer narrative:
This supplemental report is being submitted to provide additional manufacturer narrative. Many attempts were made to request the return of the catheter involved with the reported incident. We did not receive the catheter and were unable to confirm or reproduce the issue based on the information provided. No investigation could be performed.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during an unspecified procedure, the catheter was not recognized by the ultrasound system. The user replaced the catheter and the issue was resolved. There was no patient adverse event reported. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon but with no results.